Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted and bodily tissue was entwined in the helix. The conductor coils were deformed 396 millimeters (mm) from the terminal pin. There were marks in the insulation from a bend in the lead approximately 195 mm from the terminal pin. Resistance testing was performed and found the lead to be electrically continuous. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. A revision procedure was performed. During the procedure, a severe angle of the lead was noted at the insertion point into the vein. The helix was retracted without difficulty, but when the lead was pulled back, it was found to have a large crimp in it. There was also bodily tissue noted in the helix. The lead was explanted and replaced. No additional adverse patient effects were reported.